Event description:
(B)(4), the tbm called and states that the plastic crossbrace that attaches to the frame is broke. This is all he is aware of. The chairs belong to a hospital.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.